Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Manufacturer narrative:
The initial report was created in error. The initial report was created as an adverse event, but no adverse event occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the patient's sensor was alerting him to a low blood glucose event despite a blood glucose in the 150 mg/dl and 160 mg/dl range. The patient requested the nurse to call on his behalf. He was in the hospital for an unspecified reason. The insulin pump was not returned for analysis.